Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the ECG appears as digital signal. There was no patient involvement.